Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse followed up and replaced the right master tool manipulator (mtm). The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure, but they were able to confirm the failure via the logs. Visual inspection was performed. The mtm 2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests were performed via dte and matlab passed. No repairs are required to address the reported problem. There was no issue found. No image or video clip for the reported event was available for review. A review of the procedure log with the information provided shows the system was used on (B)(6) 2022 on system (B)(4) for a benign hysterectomy surgical procedure. The system logs were reviewed/analyzed as part of the tse's investigation. Investigation revealed the following possible related system errors: 25520 - pointing to the right mtm gimbal. This complaint is being reported due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, one of the system arms was disabled. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and found a 25520 error pointing to the right master tool manipulator (mtm) gimbal. The site restarted the system, but the issue did not resolve. The tse had the site do a hard restart of the system, which cleared the error. The issue was resolved. The tse advised the site to swap out the surgeon side consoles (ssc) if issue the returned. The site continued the procedure with no reported complications. On 22-jun-2022, isi contacted the scrub technician and obtained the following information: the customer had to disable the arm in order to complete the procedure. The procedure was completed with three arms with no injury or harm to the patient.